Event description:
It was reported that the patient presented for a remote follow up via (B)(6).net with ventricular loss of capture exhibited by the pulse generator. Programming changes were recommended. There were no patient consequences. Further information was requested, but not yet received.

Event description:
New information received noted that programming changes were made. The patient was in stable condition.